Event description:
The report from hospital say: no. 17 ventilator was blocked due to a thick layer of dust in the sensor, and its airtightness and flow sensor calibration failed hamilton-g5 made in (B)(6) 2019.

Manufacturer narrative:
With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was in calibration during maintenance. The root cause could not be established as the system passed the calibration successful after repeating the initial preparation for calibration, but it can be assumed that the preparation was not fully correct. There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event.